Event description:
It was reported that during shoulder arthroscopy surgery the lasso could not have been pulled back and got stuck. There was no harm for patient, operator or third party reported. The surgery was finished successfully with a new device with the same part number. It was not necessary to switch the surgical technique or do a second surgery. No further information received.

Manufacturer narrative:
This 3500a record is submitted to comply with an FDA 483 inspectional observation issued to arthrex inc on may 5, 2023. Arthrex has reassessed the reportability decisions made on historical complaint records using revised criterion. This 3500a document is a result of the reassessment. Complaint confirmed. One unpackaged ar-4068-25tr (no batch indicator present) was received for investigation. Visual inspection identified physical damage to the suturelasso wire to the degree that it could no longer fit back into the shaft of the assembly to pass through. No damage was noted to the curved tip of the suturelasso assembly, and no other abnormalities were identified. The root cause remains undetermined, although a potential cause can be linked to mishandling of the wire.